Event description:
After opening the pack for vascular pack for case and as the scrub was setting up the table they observed that there were 4 packs of mini vessel loops instead of the 2 packs of mini vessel loops and 2 packs of maxi vessel loops in the pack. 2 packs of maxi vessel loops were opened and added to the back table. Patient was not in the operating room at the time and this did not delay the procedure. Picture taken of the pack list and provided to quality.